Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was not in manufacturing mode. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error was triggered when backup battery loaded voltage was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The insuln pump was also received with minor scratched lcd window and cracked retainer.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 143 mg/dl. The customer states that this was second call power error detected within 4 hours of troubleshooting the previous occurrence. Sending replacement. The insulin pump will be returned for analysis.